Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800543 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a total laparoscopic hysterectomy, some clips failed to ligate and fell. The unit was replaced with a new one. All the fallen clips were retrieved; no clips remained in the patient.

Manufacturer narrative:
(B)(6). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. A build-up of biological material was noticed in both jaws. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. It was observed that the clip pushed some of the biological material out of the jaws. Another attempt was made and this time, the second clip was unable to load properly into the jaws as it was unable to latch onto the bottom jaw. The buildup of biological material was manually removed from the jaws and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed tubing. This was repeated with the same result for the remaining clips. The device was returned with 13 clips remaining in the channel, indicating that 2 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the jaws. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "unable to ligate" was confirmed based upon the sample received. A build-up of biological material was noticed in both jaws. Upon functional inspection, the first clip was able to load properly into the jaws of the applier and was successfully applied to ov ER-stressed surgical tubing. It was observed that the clip pushed some of the biological material out of the jaws. Another attempt was made and this time, the second clip was unable to load properly into the jaws as it was unable to latch onto the bottom jaw. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the second clip was unable to load due to the buildup of biological material in the jaws, unintentional user error caused or contributed to this event.

Event description:
It was reported that during a total laparoscopic hysterectomy, some clips failed to ligate and fell. The unit was replaced with a new one. All the fallen clips were retrieved; no clips remained in the patient.